Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, a definitive cause for the balloon rupture could not be determined. It may be possible that the rupture occurred due to interaction with lesion or associated devices during inflation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 6.0x40mm armada 18 balloon dilatation catheter balloon ruptured at an unknown pressure. Another armada balloon was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.